Event description:
File open during an internal eval of incident. Pt called to report that had "an abrasion or something". Pt noted that was wearing acuvue lens, in 10/2000, removed lens, cleaned, rinsed and disinfected lens. Lens was stored in case overnight. Pt inserted lens in right eye am and within an hour noted their eye began to tear. Pt continued to wear lens during class at college. Pt went to campus rn who recommended the pt go to the local hospital. Pt was seen by dr. Who said pt had "iritis" and ordered a steroid once or twice/day (pt could not remember), artificial tears and eye glasses for two weeks. Ecp phone number was not provided. Pt returned to ecp and pt's eye condition was resolved. Lens was discarded and lot info is unknown. Several attempted to follow up with pt was unsuccessful. No add'l info is available to enable further investigation at this time.